Event description:
Certain batches of collimators built in sep-oct 1999 have incorrect (shorter) screws mounting the collimator housing to the tube mounting plate. The shorter screws over time can loosen, allowing the collimator housing to sag relative to the mounting plate. If the "looseness" of the housing was not noticed by staff, the housing could eventually separate from the mounting plate.